Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of patient's receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn adn replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report of a patient that was burned by his precision charger 1.0 was received. The burn was the size of a half dollar. There was blister, redness, drainage and pain at the implant site. The patient's physician did not diagnose the burn, but the patient applied ointment to the burn and applied a patch. The burn has since then healed and the patient is reportedly doing well following treatment.